Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed for daytime delivery, an unspecified concentration of isosource 200 ml with 600 ml of unspecified carbohydrates, sodium chloride, amino acids, and water at a rate between 50-100 ml/hr, with a vtbi (volume to be infused) of 800 ml, for a duration of 13 hrs, and the delivery was started. No further programming parameters were provided. The customer contact indicated that the pt also rec'd a nighttime delivery of a different unspecified medication via an unspecified different device. The solution was delivered via a peg (percutaneous endoscopic gastrostomy) tube. After an unspecified length of time, the pt's mother reported the device delivered an unspecified volume that was less than expected. No specific volume was provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.